Event description:
When taking the cvs health brand covid-19 rapid test manufactured by the quidel corporation we repeatedly observed a false positive result detecting covid-19 in myself and my girlfriend. We concluded the results were false positives after comparing the results to tests from different manufacturers. This occurred when we travelled to (B)(6), where we had brought some tests with us on our flight in case we felt we were exposed or symptomatic. We were concerned we had a symptom of covid-19 (girlfriend had sore throat) and my travel group took tests which all revealed a faded line. But a few days later we did not experience any progression in symptoms and also took tests from different manufacturers/brands that indicated we did not have covid-19. We used six tests in total from the same brand/manufacturer. Reference report: mw5163594.